Manufacturer narrative:
(B)(4). Only event year known: 2018. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were the clips themselves responsible for the pelvic area being injured? Surgeon says yes. Sharp edges at clips injured tissue did the clips cut the artery? Sharp edge of clip injured artery how was the injury repaired? With another clip (competitive device) and suturing what was done to complete the procedure? Competitive clips were used were there any patient consequences as a result of the event? Surgery was finished regularly after bleeding was stopped.

Event description:
It was reported that the ligaclips have sharp edges, so that artery in pelvic area was injured.